Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced a high blood glucose level of 500 mg/dl due to the insulin pump alarming no delivery excessively. The customer treated with an older insulin pump. Troubleshooting was not completed for high readings and no delivery alarm. The insulin pump will be returned for analysis. A letter of analysis was requested.

Manufacturer narrative:
Unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.